Manufacturer narrative:
H10, h3, h6: the navio handpiece, used in treatment, had a jam error during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece jam error and homing issues. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that during a surgical procedure, the surgeon started to use the set for surgery and they were facing the with handpiece " jammed ", the handpiece was replaced to continue with the case. No surgical delay or patient injury reported. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.